Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received. Additional contact information (B)(6).

Event description:
An event occurred on an unspecified date involving a smallbore pressure infusion ext set with remv microclave clear, purple clamp, rotating luer reported that have been broken. They were not broken visually but leak after being attached to piv and flushed. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D9 - date returned to MFR: 2/25/2026, received the following: one (1) unused. 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer. Lot #14092026 and 2 empty packages were returned for evaluation. Two (2) used 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer. Lot #14435510, and one 10 ml bd syring were returned for evaluation. A crack was observed on one of the used female luers. The reported complaint of a leak could be confirmed. One of the returned samples was observed to have a cracked luer. A leak was observed from the crack in the luer. The probable cause is due to a material issue on a vendor supplied part. The device history report (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.